Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer reported experiencing blood glucose around 300 mg/dl and 500 mg/dl. The customer treated their blood glucose with a bolus from the insulin pump. It was also found the customer was hospitalized on b)(6) 2015. The customer's blood glucose was 430 mg/dl at the time of admission. Customer reported feeling dizzy before being hospitalized. Customer was treated with insulin through an IV. The customer reported being hospitalized for four hours and their blood glucose was 319 mg/dl upon being released. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.